Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and air bubbles were noted in the infusion set tubing. Reportedly, the customer's blood glucose level was impacted. System check with tandem technical support indicated that the occlusion was at the cartridge level.